Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was running 300 mg/dl, 400 mg/dl, 500 mg/dl and right now it was over 600 mg/dl. Her blood glucose when that happened was 60 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and blousing for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that drive support cap was normal. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer reports bolus wizard was programmed accurately. Customer performed displacement test and test was passed and they declined to perform the high pressure test. Customer fell and the insulin pump hit the floor and scratched on the display. Customer stated she was not going to use her insulin pump any longer and will be reverting to manual injections. The insulin pump will not be returned for analysis.